Event description:
The health authority received two reports of bilaterally implanted intraocular lenses (iols) in a patient with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. No further information is expected. There are two medical device reports associated with this event. This report is associated with the patient's right eye.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The lens remains implanted. There have been no other complaints reported in the lot number. (B)(4).